Event description:
It was reported that while using the patient cable and is-1 lead failed to deliver pacing stimulus to the patient. The cable was not returned and was thrown out by the hospital. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).